Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal pseudoaneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2021, the follow-up examination revealed an occlusion in the left leg/ipsilateral side. Patient had symptoms of intermittent claudication. On (B)(6) 2021, reintervention was performed. After dilating the left leg with a 10 mm pta balloon, a 10 mmx6 cm bare stent was implanted in both sides of the right and left. Reportedly the patient aorta was narrow. It was reported that ipsilateral side was pushed by the contralateral side where two stent grafts were implanted, resulting in narrowed and occluded.